Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6), it was reported that, the patient initially experienced issues with 10 infusion sets, all of the same type. The cannula of the infusion set had been kinked. The event dates were(B)(6)-2024 and sporadically afterwards, with 3 issues occurring on (B)(6)2024. The patient noticed symptoms within 3 hours of insertion, and the site of insertion was the abdomen. The patient regularly rotated the site location, and the site area was not impacted. The patient confirmed that the introducer needle had been ahead of the cannula prior to insertion. The patient's blood glucose (bg) level had been estimated to be 525 mg/dl due to the correction bolus via pump. The patient took correction bolus via pump to address high bg. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available

Manufacturer narrative:
Initial and final MDR 1890677- MDR 3003442380-2024-08726- device 5 of 13